Event description:
It was reported the patient's blood glucose level (bg) rose to >250 mg/dl while wearing the pod for less than 1 hour. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received fully deployed. No timeouts or drive stalls were observed in the download data. Inspection of the fluid path and needle mechanism components found no evidence of damages or deficiencies that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined.